Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 240016/252189.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the placement of the device was too painful for the patient. The patient underwent an explant procedure wherein all device components were removed and were not returned.